Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Month and day unknown. Only year (2018) is known. Additional information was requested and the following was obtained: was the bleeding caused by the pvs stapler? No, the bleeding was being controlled with pvs stapler. How much blood was lost (ml)? Unknown. Did the patient require a transfusion? No. Did the jaws eventually open to release the tissue? Yes. Was the pvs stapler able to be removed from the patient laparoscopically (please confirm that the procedure did not have to be converted to open due to the pvs issue)? The pvs stapler was removed laparoscopically, no need to convert to open procedure. Did the manual override eventually work to open the device? No, they said that the manual override didn't work- the jaw opened eventually by using anvil release button and closing trigger. I understood they had tried this several times and eventually the jaw opened.

Event description:
It was reported that during a laparoscopic spleen operation there was a massive bleeding in artery. They tried to stop the bleeding by using device. After the second firing it didn't open (they tried reverse button and manual override). They had to use clips and sutures to stop the bleeding and be able to take the device off from the patient. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # p57k75. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.